Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown hmrs diap anchor pc. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown hmrs stem was reported. Conclusion: clinician review of the x-ray confirmed the screw is broken and there is a stem migration. There is no indication that the product reported in this investigation contributed to the event and it is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The hex screw which was used with the stem of hmrs diap anchorage stem was broken a few years after implantation. Only 1 screw was used. Then the hmrs diap anchorage stem migrated. Correct date of the migration is not specified. Revision op is not planned at this time.

Event description:
The hex screw which was used with the stem of hmrs diap anchorage stem was broken a few years after implantation. Only 1 screw was used. Then the hmrs diap anchorage stem migrated. Correct date of the migration is not specified. Revision op is not planned at this time.